Manufacturer narrative:
(B)(4). Disregard previous statement. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
(B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro silicone covering peeled off. The case was completed with the same kit. The hospital did not report any patient effects. The product is not returning. (B)(4). While in use silicone covering peeled off.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro silicone covering peeled off. The case was completed with the same kit. The hospital did not report any patient effects. The product is not returning. While in use silicone covering peeled off.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25119951, 25122436 and 2512468 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro silicone covering peeled off. The case was completed with the same kit. The hospital did not report any patient effects. The product is not returning. While in use silcone covering peeled off.